Manufacturer narrative:
Date the lens remains implanted in the eye. It was indicated that the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, (labeling*), complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis symfony multifocal intraocular lens (model zxr00, +13.5 diopter) was implanted into the patient's left eye on (B)(6) 2017. Reportedly, there was a capsule tear and a vitrectomy was performed. Retinal detachment occurred 4 days post op. The lens remains implanted. No further information was provided.